Event description:
An angio-seal device was selected and successfully deployed in the right femoral artery after a pre-deployment angiogram. Later at home, the pt described a popping sound with a burst of bleeding and was seen in the emergency department for observation, and was then discharged. The pt had a f/u visit during which bruising was noted in the groin area. An ultrasound was performed at a subsequent f/u visit, revealing an out-pouching, suspected of being a pseudoaneurysm. Compression was performed. The pt was very thin and the suture appeared to be sticking out of the incision site. The pt was given a 10-day prescription for keflex (unk dose/strength). Approx one month later, the pt noted a clear-yellow drainage coming from the groin. The incision site was smaller, but not yet completely healed. The pt was feeling well with no bruising, pain, or fever. After several days of persistent drainage, and a f/u visit, the puncture site healed. The pt was fine, requiring no further observation or f/u.

Manufacturer narrative:
As the product was not returned, our investigation was limited to the review of the device history record, which showed that each mfg and inspection operation was performed and indicated complete in accordance with sjm specs and procedures. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device instructions for use (IFU) cautions the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the pt monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The angio-seal device instruction for use (IFU) states that the angio-seal kit is supplied sterile in a poly bag. The bag includes a sealed tray containing the angio-seal components. The angio-seal is labeled sterile. The angio-seal device instruction for use (IFU) states that in very thin pts the collagen may protrude from the skin after tamping has been completed. Attempt to push the collagen under the skin using the tamper tube or a sterile hemostat. Do not apply vigorous tamping as this may result in anchor fracture. Do not cut off the excess collagen, as the suture woven through the collagen may be cut and the integrity of the anchor/collagen sandwich could be compromised.